Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped from 289 mg/dl to 37 mg/dl overnight; the customer treated the high blood glucose with a bolus prior to her blood glucose dropping to 37 mg/dl. The patient treated the low blood glucose with food and her current blood glucose is 172 mg/dl. Troubleshooting did not occur since the call dropped. No products were returned or replaced.